Event description:
It was reported when using an unspecified arterial blood gas syringe there was leakage. There was no report of impact to patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2024-00087 was sent in error. The product is made in plymouth. Therefore this MDR will be cancelled, and a new MDR will be created with the correct manufacturer site.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown

Event description:
It was reported when using an unspecified arterial blood gas syringe there was leakage. There was no report of impact to patient or user.